Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
The customer reported the x7-2t transducer will not articulate. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue as described by the customer. Investigation of the device noted damage to the I-tube, sheath, beading, tipshell, cable and connector. The reported articulation issue was determined to be caused by a frayed cable in the transducer handle.